Event description:
Boston scientific received information that the patient with this pacemaker had passed out a couple days prior to the changeout procedure. The patient was taken to the emergency room and evaluated. They complained of decreased energy and shortness of breath. The patient was admitted into the intensive care unit and the device was interrogated and determined to be a end of life (eol). The patient was pacemaker dependent and had not been evaluated for over 6 months when the device was nearing elective replacement indicator (eri). This pacemaker was explanted and replaced. No product performance allegations have been received. No additional complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.